Event description:
It was reported that the system 9400 displayed an error code and was unable to x-ray and was non operational. There was no reported adverse pt involvement.

Manufacturer narrative:
A ge representative verified the problem by way of a phone interview with the operator. The batteries of the system had depleted and needed to be recharged. The batteries were recharged and the unit checked okay for it's intended use and was returned to service.